Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was not made available from the site. On 03/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/18/2016 a medtronic representative, following-up at the site, reported the suction that the surgeon was having difficulty with during the procedure is unknown. No tracer pattern photos or patient archives made available for further analysis from the site. Reported issue could not be replicated. On 03/23/2016 software analysis was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a surgeon that their navigation system was not performing well. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon did not report the measurement of the alleged inaccuracy, or in which direction it was alleged. In trouble-shooting, the medtronic representative uninstalled 2.3 and reinstalled it. Checked the navigation system post-installation to make sure it has 2.3 and tool box 6 is available. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome. Issue was resolved.